Manufacturer narrative:
Address- full name of the establishment is nippon telegraph and telephone east corporation ntt east kanto hospital. The subject device was received and evaluated . Device evaluation found pinhole on the a-rubber (bending section) causing leakage. The reported issue of "tip leak, water leakage" was confirmed. Furthermore, inspection found peeling of the coating on the insertion section, coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2) were noted. This condition attributed to deterioration, degradation. Additionally, the following defects were identified during device inspection: connecting tube has a dent. Adhesive on a-rubber (adhesive connection) has a chip. Scratch observed on grip, eyepiece, s-cover, ud plated, angulation lever. Venting connector under grip noted shaved. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of ¿tip leak¿, water leakage. The problem occurred during normal use for intubation before surgery. The intended procedure was completed using the same device. No delay in the procedure was reported. No harm was reported. No patient harm, no user injury reported. Device evaluation found peeling off the coating on the insertion section, peeling off the coating/ marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). This report is being submitted due to observed peeling of the coating on the insertion section, marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). (Deterioration) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating of the insertion tube peeling off (greater than or equal to 1x1mm2) could not be determined, however, the issue was likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ ¿inspection of the endoscope¿ ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)¿. Olympus will continue to monitor field performance for this device.